Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause for the failure is a device internal aging effect which may result in a malfunction of the dram internal oscillator during power up. Due to this, the quality of the displayed image can be strongly degraded. The user reported an interruption of a procedure due to reduced x-ray image quality because of artifacts. Both, fluoro as well as dsa images were noisy. The investigation of the provided images identified a problem with the flat panel detector. The investigation of the log files confirmed that at the beginning of the patient procedure the detector of plane a became defective. Therefore, x-ray images with severe artifacts were displayed to the user. Images taken with plane b were not affected. The defective detector pixium 4700 (part number 7555209 / serial number (B)(4)) was returned to siemens for investigation. The investigation showed that the detector became defective after it was disconnected from power. Due to the permanent cooling of the detector system, the dram internal temperature is significantly decreasing. The low dram temperature may cause a malfunction during the next power up phase of the device. The failure will not occur while the detector is powered on because the temperature of the dram will be stable. It is not possible to replace only the dram on affected detectors; therefore, the detector was replaced during a service intervention. After replacing the detector, no image quality issues have been reported. No further corrective action is planned at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During and interventional procedure, the user reported that both the fluoro and dsa images were noisy. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.